Event description:
Customer reported no delivery alarms that persisted despite set changes. The blood glucose reading was 557 mg/dl. Customer treated with manual injection. She expressed symptoms of fatigue, dry mouth, and increase in urination. She reported that she went to the hospital for high blood glucose. The blood glucose reading at the time of admission was 580 md/dl. She was treated with injection and IV fluids. She stated that the drive support cap appeared normal. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The insulin pump passed the high pressure test. Customer pulled out the infusion set and stated that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.